Event description:
A customer reported to beckman coulter that the coulter lh 500 hematology analyzer leaked less than 1ml of clear fluid onto the countertop. The customer was wearing a lab coat, gloves, and eye goggles at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. There is an exposure control plan in place at the facility. No erroneous patient results were generated. Beckman coulter field service engineer (fse) discovered disconnected tubing running from the sample line of the blood detector leading to the blood sample valve at wire marker 3 (wm3). The fse reattached the tubing resolving the leak. The fse also stated the customer noted increased partial aspiration errors. The fse verified the aspiration pathway and primary aspiration volume, and adjusted blood detector voltages to specifications. Service activity performed was verified to meet the specified requirements per established procedure.

Manufacturer narrative:
(B)(4).